Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer experienced reportable malfunctions with their insulin pump. The customer's blood glucose at the time of the incident is unknown. The customer experienced cosmetic damage on the screen, rejected battery, no delivery alarms, keypad anomaly, motor anomaly, and backlight anomaly. The customer declined troubleshooting. The insulin pump will not be returned for analysis.